Event description:
It was reported that the insulin pump alarmed an error during fill tubing and rewinding process. Insulin was squirting out. The customer's blood glucose was 254 mg/dl, which was treated with manual injection. The customer stated that they got a headache. The drive support cap was recessed. The customer stated that the night prior to the phone call their blood glucose was over 300 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.